Manufacturer narrative:
(B)(4).

Event description:
On (B)(6)2017 a call was received from a patient (pt) who reported he/she was diagnosed with ¿pink eye¿ about five years ago while wearing the acuvue2 brand contact lenses. The pt reported that the lot number and the suspect lenses were discarded. On (B)(6)2017 a call was placed to an urgent care facility where the pt was treated and additional information was received from a representative as follows: the pt was diagnosed with bacterial conjunctivitis od on (B)(6)2015; pt presented with red eye and eye discharge; pt was prescribed tobramycin one to two drops every 4 hours for five days. The representative reported that the pt called 2 days after treatment and the pt reported he/she was doing well. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.